Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the leak in the shaft. A review of the device history record for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to this issue. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on the related records review, review of the lot history record for this lot and expanded records review, there is no indication that the larger population of product is affected. Based on all data reviewed, there is no evidence to show a systemic issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
During device preparation and prior to use, the rx accunet shaft was being flushed when a leak was noted along the peelaway. The accunet filter had been flushed. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.